Event description:
It was reported that during implant procedure, the physician inserted the lead and felt that the lead collapsed upon insertion. Upon x-ray review, the lead appeared to be deformed. The lead was removed and replaced. Patient was in stable condition during and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.